Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the gde (gas delivery engine). Ovp (operational verification procedure) check out was performed and all alarms on adult,pedia and infant were teste. Vt (tidal volume) accuracy verification was performed and all umi switches and led's were tested. Compressor check was performed and peep (positive end-expiratory pressure) verification was done. The breathing rate was in line and everything is with in manufacturers specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator alarmed ventilation inoperable, visual and audible and it stopped delivering flow. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.